Manufacturer narrative:
One sample was received without its original packaging. No damaged could be detected during visual inspection. When we inflated the unit with air, the cuff inflated without problems. When we measured the cuff, the percentage for the symmetry was 42.9%. This result is over 33.3% that is the minimum acceptable. Based on the test, the unit is within spec. The complaint is not confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device's balloon inflated asymmetrically. No patient injury was reported.